Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed and found to have a dislodged component. The endoscope was missing a retaining ring and screws. The endoscope was also found with corrosion to the electrical contacts and circuit board. The complaint regarding physical damage was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, unspecified parts had fallen off the endoscope. The customer replaced the endoscope with a back-up endoscope and completed the procedure with no reported injury. It was noted that no fragments from the endoscope fell inside the patient's anatomy. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer that unspecified parts had fallen off the endoscope, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested the endoscope for evaluation, but the device has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. Images of the endoscope damage are reportedly available, but they have not yet been received as of the date of this report.